Event description:
Patient was in bed and when a caregiver went into the room, she thought that the patient had completely pulled the peripherally inserted central catheter (PICC) line. Nurse notified and upon inspection, the PICC was still in place, but the t-connector had come apart where the tubing attaches to the green hub. The nurse practitioner was able to save the PICC but new tubing was needed. The open area, where the tubing disconnected, exposed the infant to potential infection. This is the second one we had do this but do not have lot numbers. I do have both devices.